Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator failed to stay closed. The reporter indicated they attempted to use the pyxis maintenance key to open and close the refrigerator door, but the issue was persistent and still came back. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section b date of death. This supplemental MDR was submitted to remove the value of date of death.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator failed to stay closed. The reporter indicated they attempted to use the pyxis maintenance key to open and close the refrigerator door, but the issue was persistent and still came back. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator failed to stay closed. The reporter indicated they attempted to use the pyxis maintenance key to open and close the refrigerator door, but the issue was persistent and still came back. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d4 catalog upon investigation of the actual device used in this incident, it was determined that remote manager refrigerator was failed. The field service engineer (fse) replaced the latch on the remote manager. The remote manager was successfully recovered and confirmed to function without any failures. The system functioned as intended after the field service engineer (fse) resolved the issue.